Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 5 years and 2 months underwent a valve-in-valve procedure due to stenosis and regurgitation. The patient presented with heart failure and shortness of breath. The procedure was performed with a 26mm 9755rsl transcatheter valve and went well. The patient post-post-procedure is stable and in recovery.

Manufacturer narrative:
Updated sections: b5, b7, d4 UDI number, d4 expiration date, h4, h6 device code(s), type of investigation, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 5 years and 2 months underwent a valve-in-valve procedure due to stenosis and regurgitation. Later, edwards learned that the ms was secondary to structural valve degeneration. The patient presented with heart failure and shortness of breath. The procedure was performed with a 26mm 9755rsl transcatheter valve and went well. The patient post-procedure is stable and in recovery. Per medical records: the patient was admitted as a transfer for acute on chronic hf in the setting of severe ms secondary to structural valve degeneration. The patient underwent tmvr utilizing a 26mm 9755rsl transcatheter valve and asd closure. The procedure ended with excellent patient hemodynamics. The patient was taken to the recovery room in stable condition and was discharged from the hospital on pod# 1.